Event description:
It was reported that the patient had a revision in 2010. The patient thought that the doctor put an extension in there or something. The manufacturing representative looked it up and told the patient that it was an extension that was put in. The patient stated that the battery has always worked, and the patient has never had a problem with the battery unless it was not charged. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).